Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Blood glucose value was 253 or 248 mg/dl. Customer stated the alarm was resolved by a complete infusion set and reservoir change. He also stated that the quick release on the infusion sets was loose. It was not possible to troubleshoot and determined the cause of the alarm since the customer had already changed the entire set. The reservoir would not be replaced or returned for analysis.